Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, there was an air leak. Bubbles were observed at the proximal part of the sheath. Using the straightener, an advisor catheter had been inserted into the sheath via the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient. No additional access site was required.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.